Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to be depleting quicker than normal over the past 2 months. Customer reported blood glucose level was not impacted. The reported issue was unable to be confirmed as the user did not upload the pump data logs for review. Reportedly the customer will continue to use the pump for insulin therapy.